Event description:
Further investigation of this event confirmed that the issue was found internally and prior to shipment to customers. Internal inspections are adequate, and prevented distribution of the device to the end user.

Manufacturer narrative:
(B)(4). All stent delivery systems are subject to a 100% visual inspection. In addition, a quality control audit inspection is performed to verify the product quality, including labeling.

Event description:
Product received expired in australia warehouse. There was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.